Manufacturer narrative:
The technique guide for this reported implant/construct addresses proper MRI conditions and protocol. This information will be reviewed with the surgical/physician staff. (B)(4). Since pain was reported during the MRI (and considering that it ceased when the MRI machine was turned off), the appropriate event date would be (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had been in theatre (procedure external fixation of lower leg). Nursing staff wanted to check the fracture under MRI. When patient started to go into MRI he immediately felt pain and vibration in his leg. When the MRI was stopped, the pain stopped. Nurse tried again and patient said it was very painful so they did not go any further and the MRI was cancelled. No adverse event to patient. This report is 2 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. (B)(4). Implant date unknown. Not explanted. Date of event: unknown actual date. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.